Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.3, h.6 and h.10. Investigation: we received one set of the leukocyte reduction filter with the connected tubing, including the bypass line, for investigation. We disassembled the leukocyte reduction filter and confirmed that abnormalities such as detached and misaligned filter media were not observed in the filter. The number of filter media used for the filter conformed to the specifications. We also observed the appearance of filter media. Residual blood was locally observed in all the filter media. From the above-mentioned investigations, we suspected occlusion in the filter media and therefore dyed the filter media with toluidine blue for observation. We confirmed that the sixth, seventh, and eighth filter media from the inflow side were entirely dyed dark with toluidine blue. The returned set revealed that the filter was connected in the right direction and no abnormalities such as clogging and kink were observed in the tubing. In making the blood bags concerned, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister packs. The top film of each blister pack is heat-sealed. In making leukoreduction filters, filter membranes are formed and put in filter housings. We reviewed the manufacturing record of the lot number in question. There was no equipment trouble causing the issue concerned and we confirmed that the equipment had operated properly and no anomalies had been observed. We also reviewed the manufacturing records regarding particulate removal rates of filter membranes that were likely to be related to filtration performance. It was confirmed that all filter membranes conformed to all standards. Release testing, such as the measurement of solution concentration and volume, a visual inspection, and so forth, is performed on the product concerned on a sample basis. We reviewed each testing and inspection record of the production number and confirmed that there were no anomalies in all release testing items. The product conformed to the standards. We confirmed that we had not received complaints relating to the lot number in question from any other customers as of march 4, 2022. Regarding the retained sample of the reported lot number, three sets were visually examined. There were no abnormalities in their appearances. We used one of the sets to measure the solution volume and used another one of the sets to perform a quantitative test for the composition of the solution in the same manner as the release testing. The measured results conformed to our in-house standards. Root cause: from the above-mentioned investigation results, we did not observe any abnormalities in the manufacturing process of the lot number concerned. From the investigation results of the returned set, the sixth, seventh, and eighth filter media from the inflow side were entirely dyed dark with toluidine blue; therefore, occlusion may have occurred in the filter. Residual blood was locally observed in all filter media and we inferred that occlusion had locally occurred. Hence, blood may have been filtered by the filter area which was smaller than usual, and the linear speed (flow rate per unit area) increased and consequently leukocyte leakage occurred. In this case, the extension of filtration time is likely to occur concurrently. From the similar incidents which were previously reported, it was inferred the clogged components were aggregated platelets. We consider that platelets, which activated and aggregated for some reason, were trapped by the filter.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Donor unit: (B)(6)